Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The grinding gears were found to be due to a defective motor which was replaced to correct the problem. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy. During the procedure, the gears of the device were grinding. When the physician was about 3/4 of the way through procedure, the device stopped working. The procedure was completed via manual cutting and extraction of the tissue through the laparoscopic port. There was no unintended additional dissection and no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.